Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 617 mg/dl. The customer experienced nausea and vomiting. The customer stated that she changed the infusion set twice a day for three days prior to the event. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.